Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was missing. Customer's blood glucose was 140 mg/dl at the time of incident. Troubleshooting advised customer on calibration and insertion technique and customer was advised that the sensor would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base and the cannula was broken and missing parts. The insertion needle was found bent, a hook was found at the needle tip and the needle housing was broken. Unable to confirm if the customer received the sensor in said condition due to the customer returned the sensor opened and used.